Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a deformation, and bubbles in the gel observed after the autoclave disinfection cycle. A weight test of the explanted material was performed which confirmed the weight of the device was within the specification. A separation was observed between the shell and the patch, which is considered a workmanship as it is out of the specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician. Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Based on the additional analysis performed for the fis involved in (B)(6) 2018, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. See ¿p-chart of split in patch and additional analysis for gel implants¿ attached. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the qa199.04 this defect is considered a workmanship. This condition is not related to the reported event.considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.